Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that the patient is not able to charge her ins. When she tries to charge her ins her screen cycles through "position the recharger over the implanted device", "continue", "looking for device", "no device found", "reposition the charger." The patient said that she spent "all day" going through this process and then gets the "trying to recharge" screen and she positions the recharger on the highest number (patient said she was seeing #s as high as 95) and has not been able to start a normal charge session. Patient thinks that her screen "is stuck". It was reviewed with patient that her external equipment is working properly but her ins needs to be checked by patient's hcp. No symptoms were reported and no further complications were reported.